Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Upon follow-up, it was reported that the event occurred in november 2023. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed . Inspection found that due to deterioration of cable unit, the displayed image is flickering. Additionally, torn, detachment of cable was noted. Damage in coupler was found. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage.¿ based on investigation results, the reported phenomenon was confirmed as cable unit was found to be deteriorated. The failure found cause traced to component failure, which is expected or random part failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their hd camera head device produced an image with stripes in the picture. It was unknown when the issue occurred. There were no reports of patient or user harm associated with this event.